Manufacturer narrative:
Investigation results: received one speedband superview super 7 device for analysis with residue present indicating use. No labels or packaging were returned, however, upn (B)(4) lot 19088656 were written on the returned rga form. A visual examination of the returned device found the trip wire to be bent and inserted into the irrigation tube. All seven bands remained on the ligator head with the first five bands moved out of position. The ligator teeth were damaged and the suture was broken with portions attached to both the ligator head and trip wire loop. The trip wire proximal loop was retracted into the handle post and the crimp was caught inside the post. The trip wire was not secured in the handle slot. The slot presented a slight evidence of a previous attempt to secure the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A ship history review was performed and found lot 19088656 was the only lot of speedband superview super 7 box 1 (B)(4) shipped to this customer. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the "band came apart" and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the "band came apart" and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.